Event description:
Customer reported receiving an error alarm on the insulin pump and stated that the insulin pump keeps resetting itself. Customer stated that the alarm occurred during priming. Customer's blood glucose reading at the time of the call was 380 mg/dl and has treated with a bolus. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a software error due to a poor solder joint on the mother board. No unexpected reset anomaly or audio anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.